Manufacturer narrative:
Citation: huang es et al. Rastelli operation for d-transposition of the great arteries, ventricular septal defect, and pulmonary stenosis. World j pediatr congenit heart surg. 2019 mar 1;10(2):157-163. Doi: 10.1177/2150135118817765. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the long-term follow-up of patients who underwent the rastelli operation for dextro-transposition of the great arteries, ventricular septal defect, and pulmonary stenosis or pulmonary atresia. All data were collected and retrospectively reviewed from a single center between 1988 and 2017. The study population included 47 patients (predominantly male; mean age 3 years; mean weight 16 kg), 18 of which were implanted with a medtronic contegra valved conduit, 1 was implanted with a medtronic freestyle bioprosthesis, and 1 was implanted with a medtronic hancock valved conduit (no serial numbers provided). The literature characterized early mortality as ¿death during initial hospitalization or within 30 days of operation¿ and late mortality as ¿any deaths beyond 30 days after the initial rastelli operation and after discharge.¿ among all patients, 4 deaths occurred (1 early, 3 late). Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: permanent pacemaker implantation (due to intermittent atrioventricular block, third-degree atrioventricular block, subaortic stenosis, sick sinus syndrome, atrial and ventricular fibrillation, complete heart block, first-degree atrioventricular delay, and right bundle branch block), early reoperation due to low cardiac output, subaortic stenosis resection/conduit replacement, conduit replacement/reintervention due to right ventricular outflow tract obstruction identified as either stenosis or pulmonary regurgitation, catheter-based conduit reintervention (balloon angioplasty, stent placement, and transcatheter pulmonary valve implant), catheter ablation for atrial tachycardia and left bundle branch morphology for ventricular tachycardia, cardiac transplantation, bacterial endocarditis (1 contegra case), moderate pulmonary regurgitation, mild left ventricular outflow tract obstruction, moderate conduit stenosis, and increased peak systolic gradients. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.